Manufacturer narrative:
(B)(4). Reported event of handle cannula break. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a stone was captured with the trapezoid basket and an attempt to crush the stone was performed. However, the handle cannula broke and handle would no longer open and close. Using wire cutters, the sheath was cut from the handle and was removed to give enough room to insert the sphincterotome. The physician extended the cut of the papilla, dilated, and was able to remove the basket with the entrapped stone, completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.